Event description:
New information received noted the patient experienced no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the implantable cardiac monitor exhibited several inappropriate pause episodes due to intermittent ventricular undersensing. Programming changes were performed. No patient symptoms were reported.